Event description:
It was initially reported on (B)(6) 2011 that the patient wanted his pump removed "by end of year." It was stated that his healthcare provider (hcp) had performed a drug test and the results noted "no opioids in the patient's system." Patient was later dismissed by his hcp and was looking for another hcp to explant his pump. It was stated that patient believed he "can't manage his pain his way with the pump in his body." Drug delivered via the device was dilaudid. It was later reported that a pump explant was done due to "infected pump after years without problems." It was noted that patient had "recent history and treatment history abuse." The site of infection was a pinpoint over pump access site. An explant was done by another physician.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #:(B)(4), implanted: (B)(6) 2008, explanted: unk; pump model: 8637-40, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8709sc, serial #:(B)(4), implanted: (B)(6) 2009, explanted: unk.